Event description:
It was reported that the medfusion pump initially had problems powering on. The pump later powered on but displayed some error messages. The pump then returned to the previous state where it was failing to power on. Troubleshooting steps were taken to no avail. The patient was without infusion for about seven hours (750 mg). The product fault did not cause or contribute to any adverse patient health effects. The patient was issued a new pump. The incident was described as resolved.